Event description:
It was reported that the external pulse generator did not meet its expected battery life. The caller stated that the generator was started with a brand new 9-volt battery and the next morning the device was not running, and there was no low battery symbol displayed. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.